Event description:
It was reported that the device was in back-up vvi (bvvi) mode with no hv therapy available. The hardware reset was unrecoverable and the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of device reset was confirmed in the laboratory. The device was near eri. It is believed that consecutive therapies brought the battery voltage low enough to trigger a power-on-reset. Testing on the bench and on the automated equipment found the device to perform as expected. All power consumption measurements were normal.